Manufacturer narrative:
Additional information: b1, b2, b5, g3, h1, h6 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while stapling stomach, the staplers did not form well on the line and there was bleeding, the staple line was incomplete centrally and proximally, and the device partially fired for the three reloads. With the fourth reload, the device did not fire, and like the first and second reload, the surgeon was able to press the green button, but the handle was not squeezed. For the two handles the surgeon was unable to press the green button, and handles was not squeezed. The staple line with bleeding was fixed with clips and suture. Handle and reload were opened to complete the case and resolve the issue.

Manufacturer narrative:
Concomitant product: egia60amt - egia60amt egia 60 artic med thick sulu, lot#: n8j0392kx egia60amt - egia60amt egia 60 artic med thick sulu, lot#: n8j0392kx sig60axt - tri 2.0 sig60axt 60 xtra thk 15mm, lot#: n1j0517y sig60axt - tri 2.0 sig60axt 60 xtra thk 15mm, lot#: n1h0134y egiauxl - egiauxl endogia ultra univ xl stapler, lot#: p1h0413. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while stapling stomach, the staplers did not form well on the line and there was bleeding, the staple line was incomplete centrally and proximally, and the device did not fire for the three reloads. With the 4th reload, the device did not fire, and like the first and second reload, the surgeon was able to press the green button, but the handle was not squeezed. For the two handles the surgeon was unable to press the green button, handle was not squeezed, and the device did not fire. The staple line with bleeding was fixed with clips and suture. Handle and reload were opened to complete the case and resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the instrument partially fired. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.